Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). During the investigation of the history log files it could be detected that the volume of liquid in the syringe were not the same as in the complaint description. In the description was entered a volume of 32 mls, but the investigation of the motor steps showed a syringe volume of 23 ml. This could be detected during the motor steps which were registered in the history logs. At the visual inspection it could be detected that all cover caps on the screw pillars and the seal were available and undamaged. No visible damages could be detected. A delivery accuracy measurement was performed. All values according to the specifications of the technical safety check (tsc). Further a long term test was performed. For all functional investigation and measurements no deviation of delivery could be detected. During the disassembling the device no damages inside could be detected. The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. In the moment the device is investigate in our service laboratory. If we get new information, an investigation report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kindom): "over infusion" customer information: "48mls of the infusion was setup and on checking the amount in the syringe was 32mls. Total of 16mls given when only 6-7mls was meant to have gone through."